Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2011 and was implanted with an abg ii/rejuvenate modular hip system. It is further alleged that the patient began to experience pain and elevated cobalt and chromium levels which will require revision surgery in the future. Additional information received from (B)(4) on 11/28/2014: it was reported that patient has dislocation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown shell. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation involving an unknown shell was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2011 and was implanted with an abg ii/rejuvenate modular hip system. It is further alleged that the patient began to experience pain and elevated cobalt and chromium levels which will require revision surgery in the future. Additional information received from (B)(6) on 11/28/2014: it was reported that patient has dislocation. Additional information: it was reported that the patient had a right hip revision surgery on (B)(6) 2014.

Manufacturer narrative:
Corrected data: reportability awareness date: (B)(6) 2014 to (B)(6) 2014.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2011 and was implanted with an abg ii/rejuvenate modular hip system. It is further alleged that the patient began to experience pain and elevated cobalt and chromium levels which will require revision surgery in the future. Additional information received from broadspire on (B)(6) 2014: it was reported that patient has dislocation.